Event description:
It was reported that during ureteroscopy laser lithotripsy procedure, the fiber tip was broken easily when was breaking down the stone. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review indicates the device met all manufacturing specifications, and therefore the failure was unlikely related to manufacturing. Based on the information available the cause that contributed to the reported event cannot be established. Correction block b5 and block g1 have been corrected. Related report 2124215-2025-58126.

Event description:
It was reported that, during a ureteroscopy laser lithotripsy procedure, the physician had two 200 moses fibers that were damaged easily. The tips of the fibers were inserted easily but then broke easily when utilizing the fiber to break down the stones. The fibers were removed, and the procedure was completed using a flexiva fiber. There were no patient complications. This event was captured the first fiber.

Manufacturer narrative:
Correction. Block b5 and block g1 have been corrected. Related report 2124215-2025-58126.

Event description:
It was reported that, during a ureteroscopy laser lithotripsy procedure, the physician had two 200 moses fibers that were damaged easily. The tips of the fibers were inserted easily but then broke easily when utilizing the fiber to break down the stones. The fibers were removed, and the procedure was completed using a flexiva fiber. There were no patient complications. This event was captured the first fiber.